Event description:
Customer reported that a pt underwent a skin graft procedure of the lower left leg in 2005. Five days later the wound was red and had a serious greenish-tan discharge. The pt was treated with oral antibiotics (bactrim).